Manufacturer narrative:
Submit date: 10/28/2016. An investigation of kangaroo epump was performed for the reported condition of; the unit will not complete a full feed. The unit was triaged and the complaint was confirmed. The cause of the reported condition was due to the unit¿s sensor; the unit¿s sensor was replaced to correct the issue. The unit was then fully tested; unit passed all testing. The unit was manufactured in 2012. A review of the device history record shows this device was released meeting all manufacturing specifications.

Manufacturer narrative:
Submit date: 06/02/2016. An investigation is currently underway. Upon completion, a full report shall be provided.

Event description:
It was reported to covidien on (B)(4) 2016 that the customer experienced an issue with an enteral feeding pump. The customer reports that the unit will not complete a full feed.